Manufacturer narrative:
H6: investigation summary: bd received 2 photographs from the customer in support of this complaint, the photos were evaluated and show that the cap was separated from the tube. Additionally, 100 retained samples from the bd inventory were inspected, and no loose cap was found. Bd was able to confirm the customer¿s indicated failure mode based on the photographs provided however, bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k3e 7.2mg plus blood collection tube the stopper pops out of the tube the following information was provided by the initial reporter. The customer stated: "the cap was loose and fell off when tube was taken out of box."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e 7.2mg plus blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the cap was loose and fell off when tube was taken out of box."